Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The stent movement on the balloon was confirmed. The resistance was unable to be replicated as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. The reported resistance during advancement and stent movement on the balloon was likely due to anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the moderately calcified right common iliac artery. The 8.0mmx29mm omnilink elite stent delivery system (sds) was attempted to be advanced proximally to a previously implanted self-expanding stent. Resistance was felt as the stent entered the target lesion zone, and the stent dislodged from the sds. The stent backed up off the balloon and stayed on the stent/balloon delivery catheter. The catheter was withdrawn with the stent still on the shaft. No snare or additional device was needed for retrieval. A new, same size omnilink elite was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.